Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed its incoming vxi testing due to intermittent device operation. Analysis further noted that the lower case, bail cover and ring cover were broken and contaminated, the upper case was broken, the battery drawer and battery drawer o-ring were contaminated, the bail was missing and the interconnect flex creased. The device was to be scrapped in-house. (B)(4).